Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported error message could not be determined.

Event description:
Related manufacturer ref: 2184149-2021-00386. During a paroxysmal atrial fibrillation ablation procedure, mapping, error messages, electrical interference, and communication issues occurred that caused a clinically significant delay. Despite the issues and troubleshooting that was attempted to resolve them, the procedure was still successfully completed with no adverse consequences to the patient.